Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, using a non-abbott 3d mapping system, blood leaked from the hemostasis valve of the sheath after puncture. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The only device inserted into the hemostatic valve was a non-abbott (octaray) mapping catheter. There was no confirmed air contamination into the patient and no additional puncture was performed when the sheath was replaced. The hospital discarded the reported sheath.